Event description:
(B)(6) clinical trial. It was reported that side branch stenosis occurred. In (B)(6) 2013, the patient's qualifying condition was ischemia and abnormal stress test or imaging stress test indicated ischemia. The patient undwerwent cardiac catheterization which revealed a 3.0 x 32 mm, 90% stenosed target lesion located in the proximal left anterior descending (lad) artery. It was treated with pre-dilatation and placement of a 3.00 x 38 mm study stent. Following post dilatation residual stenosis was 25%. The patient was discharged on dual antiplatelet therapy the following day. Baseline core lab angiography results revealed 80% side branch stenosis at the proximal left circumflex (lcx), however, following index procedure, coronary angiography revealed 80% 'branch percent stenosis' in proximal lcx.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).